Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette not attached properly." Alarm. The event occurred before infusion, there was no patient involvement.

Manufacturer narrative:
It was reported that the device was returned for repair in used condition. Error log review found multiple high alarms for cassette not attached properly. The primary reported problem of cassette not attached properly alarm was not duplicated. When a cassette was attached, the pump functioned without issues. The cause was an intermittent downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. Device passed all functional tests after the repair.